Manufacturer narrative:
During testing, the reported issue was confirmed: the image went black during angulation. The visual inspection of the device identified the following issues: the light guide lens was damaged, cracked, and scratched; the distal end cover was cracked; the body control unit showed chemical damage, staining, wear and signs of fluid ingression; the plug unit had damaged housing; and the air valve unit in the connector was loose, damaged and showed fluid ingression. The following components did not meet with specifications and showed evidence of a third party repair: the rotation control knob was aligned incorrectly; the protector grip of body control unit was damaged and loose; the bending section was crushed and had sunken areas; the bending section adhesive was uneven; and the bending angle was incorrect. Functional testing showed the image was intermittent because the insertion part of the charge coupled device was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope would relay an image to the monitor, the image would be lost during angulation, then the image would reappear. The customer reported the loss of image lasted for several minutes before it was restored. The customer confirmed the procedure was successfully completed with no clinical consequences to patient. The customer reported the product issue had occurred before for several months but during previous events the image was restored within seconds rather than minutes. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to distal end during user handling and ccd unit (charge-coupled device unit) was damaged, causing the image to disappear during angulation. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely physical stress was applied to distal end during user handling, causing the missing c-cover (plastic distal end cover). However, a definitive root cause could not be determined. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the distal end, however, the specific material could not be identified. It is likely the user could not remove the foreign material even after proper reprocessing due to physical stress of the device. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ ¿inspection of the endoscope.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.